Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that during the implant procedure the left ventricular (lv) lead helix was abnormal and that the helix was open during the second insertion. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.